Event description:
On (B)(6) 2020, the user contacted dario to report high blood glucose (bg) readings. The user reported that she does not have diabetes, but has hypoglycemic episodes, and therefore tests her bg levels occasionally. The user was not feeling well, and started having symptoms of shaking, heart was racing fast, and a feeling of passing out, so she tested her blood glucose (bg) level, and received a reading of 551 mg/dl. Due to the above, the user went to the hospital, where her bg was tested with the hospital's meter and read 87 mg/dl compared to 509 mg/dl with the dario meter. While on the call with the user, dario's representative instructed her to open a new strips cartridge and test her bg level. The user tested and received acceptable readings. A replacement of dario's strips and control solution were sent to the user to further investigate this issue. Follow up with the customer was attempted, however, no response has been received to date. Therefore, there is not enough information regarding the dario meter and strips to investigate. No resolution is available.